Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the blade would spin, but as soon as it touched tissue it stopped working. The procedure was completed with a second like device with no adverse patient consequences.